Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Customer ended call before replacing the meter. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure original concerns are resolved and that the customers condition has improved - unable to establish contact with the customer at this time.

Event description:
Consumer complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is unknown. Customer did report symptoms of blurry vision and nausea. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Either the (B)(6) (customer does not remember) customer tested on the true metrix and result read 550mg/dl (customer does not remember if fasting or not). Customer says about 15 minutes later, upon arrival at the emergency room her blood sugar was checked, and blood sugar level was 303mg/dl (customer does not remember if fasting or not). Customer is now concerned that meter is reading high. Customer says that she is unable to locate reading of 550mg/dl in the meter but is pretty sure she did get this result on the true metrix meter. Customer refused further troubleshooting and ended the call. Emergency room information: says she was nauseous and blood sugar levels were high. Customer was diagnosed with hyperglycemia- 303mg/dl on hospital meter. Customer was released the same day.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Product not returned for evaluation. No replacement product at this time. Customer ended call before replacing the meter. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure original concerns are resolved and that the customers condition has improved - unable to establish contact with the customer at this time.

Event description:
Consumer complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is unknown. Customer did report symptoms of blurry vision and nausea. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: result 1:381mg/dl date:(B)(6) 2019time:4:20am fasting, result 2:389mg/dl date:(B)(6) 2019 time:2:53am fasting, result 3:229mg/dl date:(B)(6) 2019time:11:04pm fasting, result 4:313mg/dl date:(B)(6) 2019 time:3:13am fasting, result 5:389mg/dl date:(B)(6) 2019 time:2:13am fasting. Either the 27th or the 28th (customer does not remember) customer tested on the true metrix and result read 550mg/dl (customer does not remember if fasting or not). Customer says about 15 minutes later, upon arrival at the ER her blood sugar was checked, and blood sugar level was 303mg/dl (customer does not remember if fasting or not). Customer is now concerned that meter is reading high. Customer says that she is unable to locate reading of 550mg/dl in the meter but is pretty sure she did get this result on the true metrix meter. Customer refused further troubleshooting and ended the call. ER information: says she was nauseous and blood sugar levels were high. Customer was diagnosed with hyperglycemia- 303mg/dl on hospital meter. Customer was released the same day.